Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Event description:
It was reported that a patient had an incisional hernia repair on an unknown date and mesh was used. After the surgery, the patient had an ileus and abdominal pain. Patient was treated with an unknown medication by a physician who was not the initial surgeon. The outcome is reported as resolved.